Event description:
It was reported that during follow-up in clinic, failure to capture was observed on the right ventricular channel. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before, during and after the procedure.